Event description:
The turbovac 90 was used for an arthroscopic decompression of left shoulder with resection of distal clavicle. During procedure while using the turbovac 90 for coagulation of bleeding areas, the screen of the turbovac 90 came off. It had to be retrieved using x-ray control. No further intervention was required nor was the pt's surgical outcome effected by this event.